Event description:
The report received from the affiliate indicated that during an interventional procedure after implanting a precise carotid stent, the blood flow stopped. The angioguard 5 mm embolic protection device was suctioned and blood flow was restored. Approximately 40 ml of blood was suctioned. The angioguard was then removed successfully. Blood flow was normal after removal of the device. There was no information as to whether there was any debris in the basket after removal. The patient was in stable condition after the procedure. The carotid artery target lesion was treated successfully. There was no additional information available in regards to the target vessel (right or left carotid), lesion morphology, or patient medical history. The physician stated the debris clogging the filter caused the blood flow difficulty. There was no device malfunction, problem advancing or implanting the precise stent reported. The patient was reported to be neurologically intact after the procedure.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.